Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone device with a 6x45 non-medtronic sheath and a 0.014" non-medtronic guidewire to treat a moderately calcified lesion in the proximal popliteal artery, as per IFU. No resistance was reported. It was reported the tip of the hawkone separated at the hinge pin and detached during the procedure, the tip was prolapsed on the wire and removed from the body. All components were removed together. The procedure was completed using another hawkone and a balloon to post dilate. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the hawkone was returned connected to a cutter driver. No ancillary devices were included. Visual inspection: the hawkone was inspected. Approximately 5.7cm of the distal assembly housing was fractured off from the hawkone between the vent holes and the coiled segment of the distal assembly housing. The guidewire tubing of the fractured distal assembly was inspected under microscope and showed no signs of tearing. The proximal end hawkone was inspected and the drive shaft and cutter assembly were observed to be exposed outside the catheter approximately 2.7cm from the cutter window. Biological debris was observed within the cutter window and within the vent holes of the distal assembly. The cutter assembly showed no damages or anomalies. Functional testing: a 0.014" guidewire was loaded the housing assembly guidewire tubing. The guidewire was able to be loaded and no signs of damage to the guidewire tubing were observed. The thumb switch with the cutter driver activated was retracted. The cutter was able to retract back into the cutter window as intended. If information is provided in the future, a supplemental report will be issued.